Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have abrasions on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that there were 9 uses in the monopolar curved scissors (mcs) instrument. The customer was contacted, and additional information was obtained about the complaint: the customer explained there was no patient involvement associated with the instrument RMA.